Manufacturer narrative:
(B)(4). Results and conclusion summation - balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, a previously implanted stent, pt anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. It is possible that the balloon material was damaged during interactions with other devices and/or the calcified lesion, such that the balloon ruptured upon inflation during the procedure. Based on the info received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the rx voyager balloon ruptured at 14 atms. Reportedly, there were no pt effects. No add'l event or pt info is available.